Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) performed instrument ise modifications. Although modifications were made to the instrument prior to returning it back into service a definitive root cause for this event cannot be determined to date. A contributing cause to this event is likely sample collection and instrument handling.

Event description:
The customer reported that on (B)(6) 2011 erroneous sodium (na) and chloride (cl) results were generated on a unicel dxc 800 synchron system for one patient. Data provided by the customers indicates the generation of erroneous high sodium (na) and chloride (cl) results as well as carbon dioxide (co2) results exceeding the assay's precision claims for two patients. The initial results were reported out of the laboratory, however, there were no reports of deaths, serious injuries or modification to patient treatment associated or attributed to this event. The tests were repeated on another instrument. The repeat results were considered valid and the initial reports were amended. The instrument assays' quality control results were within customer established specification during the timeframe of this event. The customer indicated the presence of gel deposits on the sample handling hardware and ion-selective electrode (ise) flow cell. Customer also indicated the use of short-sample volume gel separator tubes for sample collection.